Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 280 mg/dl, 160 mg/dl, 125 mg/dl, and 106 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of strips, and replacement was sent.